Event description:
It was reported difficult deflation was encountered during a unk procedure. No pt complications resulted from this event. The device has been returned for eval. Therefore, no failure analysis is available. Co's attempts to gain further info with regards to the circumstances surrounding this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. Without evaluating the product and without further details about the event, co cannot determine the exact cause for this event.